Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. Lens was inserted into the pt's left eye and was removed due to pt's zonules were too loose and the eye was not able to maintain the lens. Another same model with a different diopter size lens was implanted. There was no pt injury.

Manufacturer narrative:
(B)(4). Conclusions: based on the complaint history, the root cause of the event has been determined to be due to a patient related condition and was not related to the iol. (B)(4).